Manufacturer narrative:
The customer contacted the siemens regional support center and it was determined that the discordant, falsely low result was obtained due to bubbles in the sample. The sample tube had been loaded onto an automation system and was not pre-checked for bubbled prior to testing. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low enzymatic creatinine 2 (ecr2) result was obtained on one patient sample on an advia chemistry xpt instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and resulted higher. A corrected report with the repeat result was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ecr2 result.